Manufacturer narrative:
An eval of the device cannot be performed as the device remained implanted in the pt and was not returned to the MFR. Add'l info pertaining to the device referenced in this report (including x-rays and medical records) was requested. If it becomes available, the eval summary will be submitted in a supplemental report.

Event description:
It was reported that: "it was reported by the pt that she has been experiencing extreme pain and stiffness in her knee. She stated she was a school bus driver and by the end of the day, she experiences a throbbing pain in her knee. She wants to know if her knee was part of any recall."